Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl and loss of consciousness. Cause of bg was unknown. Customer required assistance from girlfriend to consume glucose tablets to address bg. Customer continued to use the pump for insulin therapy.